Manufacturer narrative:
Insulin pump received with no menu button, select, up arrow, down arrow, right arrow, left arrow, return button response due to corroded keypad traces. Unable to perform the self test or displacement test due to no button response.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's relative reported that the insulin pump alarmed pump error. It was also mentioned that the keypad overlay fell off. Blood glucose level was unknown at the time of the incident. There was no troubleshooting performed. The customer's relative was advised that the insulin pump would be replaced and agreed to return the device for analysis.